Event description:
Reportedly, during a follow-up on 12 march 2019, the magnet rate on the programmer screen and the printout displayed 31 min-1. However, the battery impedance was 2.36 kohm and the recommended replacement time (rrt) was 52 months. During the follow-up, the pacemaker was observed pacing at the basic rate on an external ECG. The pacemaker was explanted.

Event description:
Reportedly, during a follow-up on (B)(6) 2019, the magnet rate on the programmer screen and the printout displayed 31 min-1. However, the battery impedance was 2.36 kohm and the recommended replacement time (rrt) was 52 months. During the follow-up, the pacemaker was observed pacing at the basic rate on an external ECG. The pacemaker was explanted.

Manufacturer narrative:
Preliminary analysis results confirmed the reported event. It was most probably due to a single event upset (seu).

Event description:
Reportedly, during a follow-up on (B)(6) 2019, the magnet rate on the programmer screen and the printout displayed 31 min-1. However, the battery impedance was 2.36 kohm and the recommended replacement time (rrt) was 52 months. During the follow-up, the pacemaker was observed pacing at the basic rate on an external ECG. The pacemaker was explanted.

Event description:
Reportedly, during a follow-up on (B)(6) 2019, the magnet rate on the programmer screen and the printout displayed 31 min-1. However, the battery impedance was 2.36 kohm and the recommended replacement time (rrt) was 52 months. During the follow-up, the pacemaker was observed pacing at the basic rate on an external ECG. The pacemaker was explanted.